Event description:
This complaint was received by (B)(4) on (B)(4) 2012 from (B)(6) for product endotracheal tube size 8.0mm. Customer complaining: "when performing a bedside trach, dr rumber noticed what looked like plastic peeling off the inside of the tube. The incident occurred when performing a perc trach bedside."

Manufacturer narrative:
Based on the available info, this issue is deemed a serious malfunction because 'inner tube delamination' exposes the pt to the possibility that a bronchoscope or suction catheter could become 'stuck' in the endotracheal tube putting the pt at the risk of alveoli collapse and/or oxygen desaturation with pt having to undergo re-intubation. The device was not returned to the MFR but was evaluated by kcc who confirmed that the material inside the tube was not induced during the extrusion process. They found no evidence that the material was plastic or synthetic polymer. The material recovered from the interior gave a positive blue stain result for albumin proteins testing, as did the control sample of skin. (B)(4). Note: the actual date of event is unk, so the date used was the date we became aware.